Event description:
During a routine hemodialysis treatment, a pt blood loss of approximately 225cc occurred. This event was not associated with a device malfunction or serious injury/adverse event and is being reported solely to comply with the FDA's blood loss policy. A venous air alarm occurred during the treatment. It was determined that the user did not follow device labeling and left the priming line clamp open, thus allowing air to enter the circuit and trigger the alarm. It was reported that too much air had entered into the system to allow manual air recovery. The cartridge was starting to clot, a manual rinseback could not be performed and the cartridge was discarded. As a result an estimated blood loss of 225cc occurred. No med intervention was required.